Event description:
We received an allegation about discrepant results for 3 patients' samples tested with glucose (gluc) assay and 1 patient's sample tested with crp (crp4) assay and 32 patients' samples tested with albumin (alb) assay on a cobas 6000 c501 analyzer. Sample 1, sample 2 and sample 3 were tested for gluc: sample 1: initial result: 1.43 mmol/l. Rerun result: 5.17 mmol/l. Sample 2: initial result: 1.78 mmol/l. Rerun result: 5.62 mmol/l. Sample 3: initial result: 2.43 mmol/l. Rerun result: 8.67 mmol/l. Sample 4 was tested for crp4: initial result: 19.4 mmol/l. Rerun result: 27.6 mmol/l. Below are few examples of discrepant results for alb. The unit of measurement was not provided. Sample 5: initial result: 36.6. Rerun result: 26.5. Sample 6: initial result: 50.9. Rerun result: 30.8. Sample 7: initial result: 49.4. Rerun result: 30.8. It is unclear at this point of time if the questionable results were reported outside the laboratory.

Manufacturer narrative:
After running the samples on the day of the event, qc for gluc and crp were performed and they were too low and qc for alb was performed and it was too high. The field service engineer (fse) checked the analyzer and found that the sample probe was misadjusted and the reagent 2 syringe was unscrewed. The fse re-adjusted the sample probe and fixed the reagent 2 syringe screw. The investigation determined that the affected assays shared a very low sample volume and, therefore, they were sensitive to pipetting related issues. The root cause of the event was consistent with a maintenance issue. The service actions done by the fse resolved the issue. No further issues were reported afterwards.